Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was not confirmed. No device problem was found and no problem was detected. However, the device evaluation found a slice on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause of the cable slice is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance.

Event description:
It was reported that the camera head had a image problem. It was unknown when the issue occurred. There were no reports of patient harm.